Event description:
It was reported that the patient had keloid development at original incision site. There was concern for infection and further inflammation at the site so the implantable pulse generator (ipg) was explanted and a new device was implanted in the left axilla. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 competitor lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.